Event description:
Reporter alleged blood glucose measured 209 mg/dl compared to the health clinic measurement of 97 mg/dl, when tests were performed one immediately after the other one. Reporter stated controls are run daily, were tested on the day of the alleged comparison, and were found to be within an acceptable range. Reporter indicated the meter was taken out of service and no actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.